Event description:
It was reported intermittently the customer experienced ongoing fluctuating blood glucose (bg) levels displayed as ¿low¿; however, a specific value was not provided to 540 mg/dl with ketones (size of ketones was not provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in fluctuating bg levels. Customer consumed carbohydrates and gave a correction bolus via the pump to address bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the fluctuating bg levels was due to the customer's weight being incorrect. Tandem technical support educated caller about pump software technology and the algorithm using weight information to adjust insulin, customer acknowledged and understood.